Event description:
I began having inflammatory sweeping in my knees in 2001. I also began having burning pain and numbness in my left breast. By 2008/9 I developed an enlarged lymph node in my neck and had a case of mastitis. By 2012-2014 I began having recurring shingles attacks which have continued since that time, pain in right breast. In 2015-16 I began to have various symptoms like muscle twitches throughout my body, whelps arising in my neck, heavy legs. In 2017-2018 I developed a horrible inflammatory condition with redness, swelling, and pustules in my face and inflammatory arthritis in my foot and right finger joints, breast pain and lumps determined to be many cysts. I have had a few gfr tests of kidney functioning that have been low, in 2019 I developed a widespread itchy rash on lower body, stomach, and back side. It is worse on lower legs/shins where it is causing thickened/purple skin. It has not responded to prednisone or any steroid topicals. I continue to have fatigue through all these years, flu-like feelings, headaches and blurry vision. I have been tested for many things without receiving any diagnosis for cause other than to determine that it seems like autoimmune disease. My rheumatologist has been unable to determine a cause. I continue to have breast weakness, depression, and fatigue that is at times debilitating. The itchy has greatly reduced my quality of life. I have had many, many tests from many providers. It is not possible for me to list them here. I am more than willing to make my records available. FDA safety report ID # (B)(4).